Event description:
The reporter stated that on (B)(6) 2013, the reporter stated that they had a catheter break off in the patient when they discontinued the angio catheter. Additional information received on (B)(4) 2013 via email from the reporter which stated that on (B)(6) 2013, there was an longitudinal excision performed in the operating room. The patient continues in the hospital for an event unrelated to a bd product.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined. A complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 8360985.